Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's insulin on board (iob) had not decreased since (B)(6) 2017, but continued to increase when a bolus was delivered. Reportedly, at the time of the reported event, the iob displayed 82 units, and due to the large amount of iob, the pump was not calculating correction boluses. Reportedly, the most recent bolus had been delivered more than 4 hours ago, and the time remaining had remained static at 4 hours, as well as the insulin duration displaying 4 hours. Review of the pump logs showed that on (B)(6) 2017, a bolus of about 15.4 units had been delivered and that the iob displayed 82 units. The customer's blood glucose (bg) level was 295 mg/dl, and a correction bolus was delivered to address the bg level. Reportedly, the customer will continue using the pump for insulin therapy.